Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was vomiting and hospitalized for diabetes ketoacidosis. The blood glucose reading at time of the call was 464 mg/dl. Troubleshooting was performed. Reviewed the settings on the insulin pump and found that some of the boluses are possible missing. Ran a fixed prime test and the insulin exited. No further info was provided.